Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced a cannula issue with infusion set. The cannulas was crimped. The event occurred on 08-aug-2024. Infusion set was used for few hours. The site of insertion was the abdomen. No further information was available.

Manufacturer narrative:
E1: patient city:(B)(4). Patient country: colombia.